Event description:
It was reported that approximately 42 months post-implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, a follow-up computed tomography scan identified an endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was indicated that the disconnect between the devices was related to patient anatomy. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by internal medical director with the following conclusion: there is severe tortuosity of the aorta, which is the cause of the endoleak. There are no structural issues identified in the implanted devices. A review of the manufacturing record was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Corrected data: : describe event or problem corrected. Months post implant were corrected in case description, from 42 to 31.

Event description:
It was reported that approximately 31 months post-implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, a follow-up computed tomography scan identified an endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was indicated that the disconnect between the devices was related to patient anatomy. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.